Manufacturer narrative:
Visual analysis of the returned genesys hta procerva procedure set sheath revealed that the molded end piece was missing from the proximal end. The adhesive residue noted on the sheath molded body end surface indicates that the sheath body had been properly bonded to the end piece during assembly. The missing end piece would cause the sheath to leak, and would likely cause the fluid loss alarm. The event information states that the patient had a very antroverted uterus which required the physician to apply a lot of pressure to angle the scope against the bottom of the speculum. The physician believes the pressure applied on the sheath caused the sheath to crack or separate (sheath molded end piece separated from the sheath molded body); therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, about three minutes into the ablation, the machine displayed a fluid loss alarm. It was then noticed that the sheath had cracked and fluid was leaking from its proximal portion where it connects to the scope adapter. The case was aborted immediately. Reportedly, the patient had an antroverted uterus requiring application of pressure and placing the scope at an angle against the bottom of the speculum. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
UDI= (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, about three minutes into the ablation, the machine displayed a fluid loss alarm. It was then noticed that the sheath had cracked and fluid was leaking from its proximal portion where it connects to the scope adapter. The case was aborted immediately. Reportedly, the patient had an antroverted uterus requiring application of pressure and placing the scope at an angle against the bottom of the speculum. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."